Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicates malfunction of the receiver stimulator with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report february 3, 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4).